Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred a few years ago from date manufacturer was made aware. Explant date: few years ago.